Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted the caller with resetting the pump, and sent a replacement pump as the malfunction code reoccurred after resetting the device. The caller was advised to return the problematic pump using a provided return box and pre-paid label, understood the instructions regarding the new pump, and planned to contact their healthcare provider since no backup therapy was currently available.